Event description:
Customer reported taking 5 units of fast-acting insulin based upon an aviva system blood glucose result of 358 mg/dl at 3:00 am. An undetermined time later, the customer was found lying on the floor by his brother. Brother called emts. Emt meter result was 36. Customer was transported to the hospital, admitted for 3 days.